Event description:
During a routine follow-up, the device interrogated without difficulty until the test assistant then the device lost telemetry. However, in 2008, the device was successfully reprogrammed with labo software and all parameters were restored. The device remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending.